Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that the patient experienced a skin reaction. The sensor was inserted into the off-label site in the leg, which is off label usage of the device, on (B)(6) 2019. On thursday (B)(6) 2019, the patient¿s father stated the patient started experiencing soreness at the insertion site and it continue to progress throughout the day. The patients father stated on the same day he removed the sensor and noticed the insertion site area was red and infected. The father stated later that evening he took the patient to see a physician and was prescribed oral bactrim antibiotics. The father stated after two days of the antibiotic regiment the infection continued to progress. The father stated on (B)(6) 2019 he took the patient to the emergency room and the patient was admitted to the hospital due to the patient being diabetic and not responding to the oral antibiotics. The patient was given intravenous vancomycin and primaxin antibiotics. At the time of contact, the patient¿s father indicated the insertion area is less red and the infection has subsided. No additional event or patient information is available.